Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Article received: mcelligott, h. E. (2020). Hybrid covered endovascular reconstruction of the aortic bifurcation (cerab) procedure is preferable to aortobifemoral bypass for limb-threatening aoartoiliac occlusive disease during the covid-19 crisis. Journal of vascular surgery cases and innovative techniques, 703-706. Purpose: this case report describes the management of a patient with complex aortoiliac occlusive disease by a hybrid endovascular approach in light of these constraints, with a successful outcome. Method: a case study per the article adverse events included unintentional occlusion, femoral embolus and thrombus

Event description:
N/a.

Manufacturer narrative:
This complaint is based on information within an article and no specific device information has been provided. As there is insufficient details of an actual device malfunction or adverse event that occurred the complaint cannot be confirmed. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Conclusion: although the right internal iliac was unintentionally occluded and right superficial femoral artery embolectomy was necessary because of acute embolus, however the patient did not require a critical care bed postoperatively, his rest pain resolved and he was discharged home. After review of the details provided, that clearly highlights the possible risks and complications known to occur following advanta v12tm balloon expandable covered stent implantation, one can infer the unfortunate injuries suffered by this patient are potentially multifactorial and an atrium advanta v12tm balloon expandable covered stent was not the only attributing factor. The factors likely include but are not limited to, the patient¿s (tasc ii) d aortoiliac occlusive disease, preexisting occlusion of left internal iliac artery and the large-volume right common iliac artery aneurysm thrombus. The authors do not attribute development of complications to any particular stent type. H3 other text: product not available.